Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available spare device without any significant delay.

Manufacturer narrative:
Wide spread corrosion in the device was identified as the probable cause of the overheating reported.